Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 41 bd insyte¿ autoguard¿ shielded IV catheter packaging units had poor perforation on them. This was noticed before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about poor perforation on the packages. The customer had to use scissors to separate individual packages due to poor perforation."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received forty-one unused units in sealed packages from material number 381823, lot number 0016699 and five photos. A device history record review showed no non-conformances associated with this issue during the production of this batch. During the visual examination of the photos and samples, it was observed that ten packages (five pairs) displayed partial perforated slit/cuts between the cavities. The units were attempted to be pulled apart, but they would not separate confirming the reported defect. Based on the appearance of the defect, the root cause is likely due to low cutting pressure during the perforation step of the manufacturing process.

Event description:
It was reported that 41 bd insyte¿ autoguard¿ shielded IV catheter packaging units had poor perforation on them. This was noticed before use. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about poor perforation on the packages. The customer had to use scissors to separate individual packages due to poor perforation.".